Manufacturer narrative:
No motor error alarm was noted. The pump was unable to prime during prime test due to moisture damage on faulty force sensor system. The pump was unable to perform excessive no delivery test and occlusion test due to prime anomaly. The motor was tested outside the device and passed. The pump had cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and cracked lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the motor error occurred during bolus. The customer stated that the drive support cap was not damaged. The customer stated that the motor error occurred more than once in the last 30 days. The customer will be sent a replacement pump.